Event description:
The patient was revised due to a dislocation on (B)(6) 2023. The implantation date was on (B)(6) 2022. A cup, a glenosphere, a metaglene, screws, a smartape, smartloops, a post extension and an offset modular system were explanted. An helmet head and a double taper were implanted.

Manufacturer narrative:
The event took place outside the united states (B)(6) and was associated with a product that is also cleared for the market in the united states.